Manufacturer narrative:
Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that scanning air (nothing in the field of view) displays a white disc in center of image. The philips field service engineer (fse) went to the site to evaluate the system. The fse confirmed the reported issue that artifacts were present on scan images. The fse visually inspected the system and found the compensator was broken. The fse replaced the compensator to resolve the issue. The philips field service engineer (fse) confirmed there was no impact to the patient as a result of this issue. The system is in clinical use. This issue has been determined not to be a reportable event.